Event description:
The rptr did back to back (rapid succession) blood glucose tests, results were 180 and 119 mg/dl. Rptr did not have any symptoms. Rptr stated that the meter had never been cleaned. Control solution testing was not done due to unavailability of supplies. No further info was given. No harm was alleged. Followup attempts to contact the rptr have not been successful.